Event description:
The covidien-owned unit was in for service and intermittently self-activated while in bipolar mode. There was no patient present.

Manufacturer narrative:
(B)(4). The unit has been received and is under evaluation. When the evaluation is complete a follow-up report will be submitted.